Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's programmer blew up. While the pt was putting new batteries into the programmer there was a small explosion and liquid began to spew. The issue was resolved with a replacement programmer.